Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 7.00x19 omnilink elite referenced being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous right iliac artery. The access site was the left femoral and access was also available from the right femoral. A 7.0x19mm omnilink elite stent delivery system (sds) was advanced to the lesion without pre-dilatation. The stent was successfully deployed and the balloon of the sds was inflated to 14 atmospheres twice to expand the stent. Angiography confirmed the stent was fully apposed. An armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced. While it cannot be confirmed that the armada 35 pta catheter made contact with the 7.0x19mm omnilink elite stent, the 7.0x19mm omnilink elite stent migrated while the armada 35 pta catheter was in the patient anatomy. The 7.0x19mm omnilink elite stent migrated into the aorta, where it was hooked by an unspecified guide wire and pulled most of the way back into the iliac. However, before the stent could be deployed in the iliac, the stent moved back into the aorta where it was hooked by an unspecified guide wire that had access from the left femoral artery. The stent was repositioned into the left iliac with the guide wire, where it remains in healthy tissue. Post dilatation was not performed, but the 7.0x19mm omnilink elite stent appeared to be fully apposed to the vessel wall. A 9.0x19mm omnilink elite stent delivery system was used to successfully treat the lesion in the right iliac. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.